Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been having low blood glucose at 3 am. The customer stated they woke up one morning with a blood glucose of 31 mg/dl and was semi-conscious. The customer treated with food. Their current blood glucose was 123 mg/dl. Troubleshooting was performed. The insulin pump¿s programming was accurate. The customer was advised that the insulin pump was functioning properly. They were advised to contact their health care professional for low blood glucose. The device was cracked and is expected to be returned for analysis.